Event description:
It was reported that during an implant attempt, the device was measuring the impedance of the right ventricular (rv) coil portion of the lead as high. The lead was reconnected to the device and the device was still measuring the impedance high, however when the lead was tested with another device, the impedance measurement was normal. The device was not implanted and it was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed with no anomalies found.